Event description:
On 04/18/99, pt had an open reduction & internal fixation of a right radial shaft fracture using a seven (7) hole, semi-tubular synthes plate. He was in a cast from that time until 07/16/99, when he was seen in the physician's office. The plate at that time was broken & the fracture displaced. He was put in a splint & returned to user facility for removal of the plate on 07/20/99.